Manufacturer narrative:
Results and conclusion summation - dissection is an adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors. The lesion was treated without pre-dilation and it should be noted the IFU states "the vessel should be pre-dilated with an appropriate size balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." In addition, the IFU cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent may cause acute closure of the vessel requiring additional intervention."

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure, a 3.0 x 23 mm xience v stent was deployed in the proximal circumflex lesion, without pre-dilation. There was a dissection noted just distal to the stent implant. The dissection was treated with a second xience stent, overlapping the first stent. No additional event or patient information is available.